Manufacturer narrative:
H6 (remove code 213, add codes 3243 and 61).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver multiple correction boluses requested by the customer. Reportedly, the customer experienced an elevated blood glucose (bg) of 587 mg/dl. A correction bolus was delivered to address bg. The customer was hospitalized and treated with intravenous saline, saline fluids, intravenous insulin, and insulin fluids. Multiple attempts were made to follow up with the customer regarding the hospitalization; however, no response from the customer was received. The customer reverted to an alternate method of insulin therapy.